Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead would not remain fixed in the atrium even after multiple attempts. There were no reported helix issues. The physician elected to remove and replace the lead with no patient consequences.